Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that each brush head had broken at the top coming off while he was brushing his teeth. No injury was reported.